Manufacturer narrative:
Evaluation: base frame and backrest frame.

Event description:
It was reported by service report that the wood on both sides of the backrest and base is broken and/or cracked exposing sharp surfaces. No patient involvement or adverse consequences are reported.